Event description:
A distributor in japan reported to us that there was no airway pressure port on the y-piece of the rt106 adult breathing circuit. This was discovered during their incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned complaint device was visually inspected. The y-piece connector does not have a pressure port. A lot check revealed that this is the only complaint of this nature received for the given lot number. Conclusion: the y-piece connector should have a pressure port. The wrong component was packed into the breathing circuit kit during production. It is likely that the wrong y-piece was assembled into the rt106 adult breathing circuit packaging as a result of an improper line clearance during production. Our monitoring and trending of this type of event for wrong component has a rate of occurrence worldwide for the last year of 0.0004%.